Event description:
It was reported that device has a bad main board. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top of case was broken at front left corner. Battery door was cracked. Customer?s reported issue was duplicated during start-up process. The root cause of the reported issue was determined to have been caused by the device being out of calibration as a result of normal wear and calibration drift. Device is over eleven years old. Actions taken to mitigate the reported issue: calibrated device to specification. Replaced force sensor for preventative measure. UDI information is unknown.